Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, resistance was felt during thumb advancer deployment. The sheath failed to split completely. Per the instructions for use, the safety release button was depressed and the device was removed uneventfully. Hemostasis was achieved using manual compression. The nick and spread was adequate. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the device was partially deployed and the clip visible and still loaded on the carrier tube. Internal inspection found the movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. Review of the device history record for this lot did not produce any findings relevant to this report. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. The investigation is on-going.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.